Manufacturer narrative:
Infection. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an open radical prostatectomy procedure on an unk date. During the procedure, the surgeon used three sheets (larger than a 4x4) of absorbable hemostat as packing in the pelvis for tamponade and was very pleased that it stopped the bleeding. The absorbable hemostat was left in place. More than seven days post-operatively, the pt returned for wound infection and required re-admission for antibiotics. The pt is undergoing f/u imaging studies.